Event description:
Sales rep reported a doctor informed them of an event that occurred with the freestyle meter. The following was reported by the doctor: the customer was using the frestyle meter with the unit of measure set to mg/dl instead of mmol/l. The measurements the customer received were perceived as being much higher than actual and treated themselves with insulin based on the perceived readings. This resulted in hypoglycemia causing loss of consciousness. The customer was rushed to the hospital for i.v. Glucose treatment.